Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that during a female mid-urethral sling procedure using an obtryx ii system - halo device, the association was detached from the sling. It was noted that upon opening the device, the association loop was not present. Another obtryx sling was used to successfully complete the procedure. No further patient complications were reported.

Manufacturer narrative:
Correction block b5: there were no patient complications reported. Block h6: imdrf device code a0501 captures the reportable event of dart detachment. Block h11: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the returned device did not identify any damage to the delivery devices or the mesh. Visual inspection also revealed both association loops were present; however, one association loop was detached from the dilator leg. Based on the information available and the laboratory analysis the reported allegation of the association loop detaching, was confirmed. It is likely that procedural conditions, such as user handling technique prior to use, resulted in excessive force and/or manipulation on the loop causing it to detach from the dilator leg. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during a female mid-urethral sling procedure using an obtryx ii system - halo device, the association was detached from the sling. It was noted that upon opening the device, the association loop was not present. Another obtryx sling was used to successfully complete the procedure. No patient complications were reported.